Event description:
It was reported while using bd needle 18x1in blunt fill foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the nurse was preparing the reconstitution of a drug and took saline with a needle and syringe. She notices that the saline in the syringe is turning red. She calls one of her colleagues to check. She decides to redo her preparation using new devices which she checks carefully before use. She then notices that the needle still in the bag that she is about to use contains a liquid and dried traces. Again the syringe turns red. The strip test reveals the presence of blood.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31-oct-2022. H6: investigation summary: it was reported there was foreign matter in a unit received. To aid in the investigation, one sample with the plastic shield, in an opened packaging blister, and two videos were provided for evaluation by our quality team. Additionally, one 10ml syringe with 4ml of a red substance was provided. A visual inspection was performed and there is a dark foreign matter adhered to the inner wall. The sample was sent to a laboratory for analysis. The laboratory report confirmed foreign matter in the needle hub with the highest match to red grease. This defect could occur if, during the needle hub molding process, lubricant got into the needle hub. One video provided shows the inner part of the needle hub. The other video shows a syringe connected to a needle assembly. The needle assembly is pushed into a bag with solution. When the syringe plunger rod is pulled back, a red solution goes into the syringe. A device history record review was completed for provided material number 305181, lot number 2056692. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. The molding pressed appeared clean with no residues of lubricant or any other foreign matter. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd needle 18x1in blunt fill foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the nurse was preparing the reconstitution of a drug and took saline with a needle and syringe. She notices that the saline in the syringe is turning red. She calls one of her colleagues to check. She decides to redo her preparation using new devices which she checks carefully before use. She then notices that the needle still in the bag that she is about to use contains a liquid and dried traces. Again the syringe turns red. The strip test reveals the presence of blood.